Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2026, while inserting a cannula for a patient in the operating room, a nurse noticed that fluid was continuously leaking from the cannula¿s hub. To ensure the patient¿s safety, the nurse immediately replaced the cannula with a new one, reinserted it, and continued with the treatment.